Event description:
It was reported that during a rotator cuff repair procedure using the smartstitch magnumwire suture cartridge, the suture was unable to be loaded properly and would not engage. The surgeon opted to use a competitive product to complete the procedure. There were no significant delays or pt complications reported as a result of this event.